Event description:
Patient showed up in ER with pain. Update event based on material analysis: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with a cup." Update per medical review: ¿undated x-rays, which are photographs of x-ray films on a view box, include an ap of the left hip and partial ap of the pelvis demonstrating an uncemented left total hip arthroplasty with two screws in the acetabulum. There is disassociation of the head from the stem trunnion with the head remaining in the acetabulum and the trunnion displaced.¿

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed by medical review and mar report. Method & results: product evaluation and results: a material analysis has been performed. The report concluded: ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with a cup. No materials or manufacturing defects were observed on the surfaces examined.¿ clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the available information, no determination can be made regarding the cause of the apparent loss of taper lock at the head/trunnion junction resulting in required revision surgery nine-and-a-half years post-implantation. Additional clinical records may be helpful to further evaluate this event.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of disassociation was confirmed by the clinician¿s review. Based on the clinician¿s assessment it was noted that, ¿based upon the available information, no determination can be made regarding the cause of the apparent loss of taper lock at the head/trunnion junction resulting in required revision surgery nine-and-a-half years post-implantation. An mar engineer stated in the mar report, ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with a cup. No materials or manufacturing defects were observed on the surfaces examined.¿ in the operative report it was noted that a periprosthetic fracture was noticed but did not explain when the fracture occured. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An event regarding alleged pain and disassociation involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and indicated "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with a cup." -medical records received and evaluation: a review of the undated x-rays and material analysis of the returned explanted devices by the consulting clinician indicated "no clinical or past medical history, no operative reports and no serial x-ray images are available for review. Based upon the available information, no determination can be made regarding the cause of the apparent loss of taper lock at the head/trunnion junction resulting in required revision surgery nine-and-a-half years post-implantation. Additional clinical records may be helpful to further evaluate this event." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed. However, a root cause could not be determined based on the review of the limited undated x-rays and material analysis of the returned explanted devices by the consulting clinician indicated "no clinical or past medical history, no operative reports and no serial x-ray images are available for review. Based upon the available information, no determination can be made regarding the cause of the apparent loss of taper lock at the head/trunnion junction resulting in required revision surgery nine-and-a-half years post-implantation. Additional clinical records may be helpful to further evaluate this event." If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient showed up in emergency room with pain. Update event based on material analysis: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with a cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient showed up in ER with pain.